Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose level was 32, 40 mg/dl. The customer was treated with food. The customer had a high blood glucose due to an antibiotic. The customer stated that the drive support cap appeared normal. The troubleshooting was performed for the low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.